Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to the pump sticking and not working correctly.. A new inflatable penile prosthesis pump component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the suspected cause of the malfunction was due to pump not inflating and deflating properly.